Event description:
A report was received on 10 aug 2022 from the critical care nurse (ccn) of a critically ill patient with unspecified pathology, who stated an unspecified amount of blood leaked approximately 24 hours into a continuous renal replacement therapy (crrt) on (B)(6) 2022. Per the ccn, the patient experienced a 1g/dl decrease in hemoglobin, received one unit of blood, recovered to baseline status and resumed crrt.

Manufacturer narrative:
The cartridge was received for evaluation and revealed a crack in the arterial luer. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections" and "make sure mated luer-connectors are secure but do not over-tighten, especially when connections are wet".